Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was noise on the right atrial lead. The system was programmed to pace and sense only in the ventricle. The atrial lead remains implanted and the patient will continue to be monitored. No patient complications have been reported as a result of this event.